Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. After analyzing the instrument, the cse performed a total maintenance service, and ran precision, which resulted satisfactory and indicating there was no excessive background signal present. The cse ran quality control (qc), resulting within specification. Tni-ultra is a low relative light units (rlu) result range, meaning that any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. The cause of the falsely, elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni -ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument, resulting lower. The sample was then repeated on the original advia centaur cp instrument, resulting lower and in line with the alternate advia centaur cp instrument. A result of 0.08 was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR was filed on 09-aug-2017. Corrected information (26-dec-2017): the initial MDR has incorrect manufacturing site address.